Event description:
A customer reported that the "units digit" in the display is incomplete. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.